Event description:
It was reported the patient had elevated ldh starting in (B)(6) of 2018 and subtherapeutic inr of 1.2-1.3 in ((B)(6) of 2018. At the patient's time of death, ldh was elevated at 2984 and creatinine elevated. A ramp study revealed likely thrombosis due to suction at 12,400 rpm as opposed to previously at 11,000 rpm. Inr was mostly therapeutic in the 2.0-2.5 range since (B)(6). Due to patient history of non-related comorbidities, the patient was deemed not an operable candidate. Patient went into multi-system organ failure and care was subsequently withdrawn. Patient expired on (B)(6) 2019. No additional information was provided

Manufacturer narrative:
Approximate age of device ~ 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2019 due to pump thrombus and multi-organ failure. The pump was not explanted and will not be returned for evaluation. No alarms were observed for the event. No further information was provided.